Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was learned via the implant patient registry that a 3300tfx 21mm bioprosthetic aortic valve, implanted for three (3) years and 11 months, was explanted due to unknown reasons. The explanted device was replaced with a 11060a 21mm konect resilia aortic valved conduit.

Event description:
It was learned via the implant patient registry that a (B)(6) bioprosthetic aortic valve, implanted for three (3) years and 11 months, was explanted due to subvalvular pannus formation resulting in lvot obstruction/stenosis. The 21mm 3300tfx aortic valve was not diseased and functioning normally. The 21mm the explanted device was replaced with a 11060a 21mm konect resilia aortic valved conduit. Per the medical records: the indication for surgery was aortic stenosis and cad . The or findings indicate the 21mm 3300tfx was not diseased however there was subvalvular pannus formation resulting in lvot obstruction. The ascending aorta and aortic root were very heavily calcified with a large plaque extending into the aortic lumen as well as in the area of the cross clamp and calcium extending into the ostium of the left main. There was friable plaque noted extending from the aortic root into the left main ostium as well as extending up to the cross clamp and ulcerations in the aortic wall. A decision was made to replace the root, the valve itself was functioning normally, however, the ring of tissue beneath the valve needed to be resected. The patient underwent explant of the 21mm 3300tfx valve, aortic root replacement using a 21mm 11060a aortic valved conduit . The patient was transferred to ICU. The patient post operative course was complicated by cardiogenic shock, respiratory failure, pneumonia, and aki. The patient was made a dnr and expired on pod #19. Per pathology report gross description of the bioprosthetic aortic valve: no calcifications or soft tissue is grossly attached.

Manufacturer narrative:
H10 corrected data: corrected b5 and h6 (device code). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, h6. The device was not returned to edwards for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information t a 3300tfx 21mm bioprosthetic aortic valve, implanted for three (3) years and 11 months, was explanted due to aortic stenosis caused by subvalvular pannus formation resulting in lvot obstruction. The explanted device was replaced with a 11060a 21mm konect resilia aortic valved conduit. Per the medical records received the initial plan was to undergo coronary artery bypass to the distal circumflex as well as re-do aortic valve replacement. However, due to the patient's extensive calcification of the ascending aorta, aortic root, aortic lumen, in area of the cross-clamp, and extending into the ostium of the left main decision was made to in addition perform coronary artery bypass graft to the lad, aortic root and ascending aorta replacement. The 21mm 3300tfx aortic valve was noted to be functioning normally; however, there was a ring of tissue underneath valve that needed to be resected. Surgeon suspected this accounted for the elevated gradients across the lvot. The explanted aortic valve was replaced with a 21mm 11060a konect resilia aortic valved conduit. Patient was weaned from cardiopulmonary bypass. During the final layer of closure patient fibrillated. Multiple attempts at defibrillation were undertaken without success. CPR was initiated in between defibrillation. Chest opened and perforation anteriorly in right ventricle was noted. This was repaired with a pericardial reinforced suture. Decision was made to leave the chest open. Patient was taken to the intensive care unit. Patient developed cardiogenic shock, as well as pna, respiratory failure and acute renal failure. The 81-year-old male patient was made dnr and expired on post-operative day 19. Per pathology report the bioprosthetic aortic valve had no calcifications or soft tissue grossly attached.